Manufacturer narrative:
The initial analysis supports that there was no serious injury. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that a patient's finger was burned during an spo2 measurement. The customer stated that the patient's injury did not require medical treatment or hospitalization.